Event description:
Promus premier china registry it was reported that patient died. In (B)(6) 2019, the subject was referred to cardiac catheterization and the index procedure was performed on the same day. The target lesion 1 was located in the mid right coronary artery (rca) extending up to distal rca with 95% stenosis and was 58 mm long with reference vessel diameter of 2.75 mm. The target lesion 1 was treated with pre-dilatation and placement of a 2.25 mm x 28 mm promus premier stent system. Following post-dilatation, the residual stenosis was 10%. Three days later, the subject discharged on aspirin and clopidogrel. In (B)(6) 2020, the patient died. The primary cause of death was unknown. There was no other action taken to treat the event and it is unknown if an autopsy was performed.

Event description:
Promus premier china registry. It was reported that patient died. In (B)(6) 2019, the subject was referred to cardiac catheterization and the index procedure was performed on the same day. The target lesion 1 was located in the mid right coronary artery (rca) extending up to distal rca with 95% stenosis and was 58mm long with reference vessel diameter of 2.75mm. The target lesion 1 was treated with pre-dilatation and placement of a 2.25 mm x 28 mm promus premier stent system. Following post-dilatation, the residual stenosis was 10%. Three days later, the subject discharged on aspirin and clopidogrel. In (B)(6) 2020, the patient died. The primary cause of death was unknown. There was no other action taken to treat the event and it is unknown if an autopsy was performed. It was further reported that the length of the target lesion was 15mm.

Manufacturer narrative:
B5: updated describe event or problem.